Manufacturer narrative:
Batch review performed on 22 october 2025. Lot 2338083: (B)(4) items manufactured and released on 16 oct 2023. Expiration date: 17 sept 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
After 1 year post-primary surgery, the patient presented with instability of unknown cause. The surgeon upsized the liner from 11 mm to 17 mm to provide greater stability. The surgery was completed successfully.